Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had foreign matter on the needle tip. This was discovered before use. The following information was provided by the initial reporter: the patient underwent gastric tumor resection in the operating room on (B)(6) 2019. Before the operation, the nurse used the indwelling needle for the patient's intravenous infusion as instructed by the doctor, after unwrapped the package, and nurse found a gauze parcel on the needle tip, and immediately replaced it.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had foreign matter on the needle tip. This was discovered before use. The following information was provided by the initial reporter: the patient underwent gastric tumor resection in the operating room on (B)(6) 2019. Before the operation, the nurse used the indwelling needle for the patient's intravenous infusion as instructed by the doctor, after unwrapped the package, and nurse found a gauze parcel on the needle tip, and immediately replaced it.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050899. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.